Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a laser system presented with poor laser power. The surgery was completed. There was no patient harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer reported receiving poor laser power output from the zeiss slit lamp adaptation kit, when used with the laser system. The company service representative examined the system and calibrated the laser power output. The company service representative examined the zeiss adaptation kit and found an issue with the laser fiber. The laser fiber was replaced. The system was then tested and met all product specifications. The system was manufactured on march 10, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming laser fiber. (B)(4).